Event description:
It was reported that air bubbles were observed within the cartridge. Reportedly, the customer was using cold insulin to fill the cartridge. During troubleshooting with tandem technical support, it was confirmed that the customer was able to successfully remove the air bubbles and resume insulin therapy.